Event description:
It was reported that there were two non-sustained vhr (ventricular high rate) episodes, which the physician felt could be real arrhythmias, and undefined high impedance occurring during the life of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation conductor was undefined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).